Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump powered up properly after battery installation. The operating currents are within specifications. The insulin pump was monitored and no blank display anomalies or battery out limit alarms noted. The insulin pump passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked belt clip slot, broken battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display had gone blank. The battery was changed, and then the number 6 appeared and a battery out limit alarm. The blood glucose reading was 407 mg/dl. The customer declined to troubleshoot for high blood glucose. The insulin pump had not been dropped or bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged but the battery compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.